Event description:
As reported: when md went to break or tear the sheath, the ears snapped off so had no way to split it. No adverse patient effects. Sheath was eventually peeled away piece by piece using other tools.